Event description:
The beacon tip aurous centimeter vessel sizing catheter was being used in a procedure. An attempt was made to power inject through the catheter, proximal end was outside the body, when a rupture occurred just below the reinforced portion of the catheter hub spraying contrast and blood. Another device was used to complete the procedure. It was indicated that this was the third use of the device in this procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event eval: still under investigation.